Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The capsule trocar needle failed to advance. The device was returned with the capsule unattached to the delivery system. No blood or tissue was present.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The capsule fell off in the pt's mouth. No serious injury to the pt was reported.